Event description:
During service, the unit was found to not cycle with all leds and constant single tone alarm. Replaced integrated circuit u24 on the logic board and reseated integrated circuit u28 on the logic board to correct the failure mode.